Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) on (B)(6) 2022. The reason for call was caller stated their machine is not working right; when they charge their unit, it is taking 6 hours to charge from empty to full and the implant is not holding the charge. Previously caller would charge about once every 2 weeks but has noticed in the last month or so that now the implant needs to be charged every week. Caller confirmed the recharger will show full coupling bars during recharge and caller ensures implant gets to 100%. Agent reviewed with patient implant battery longevity and that external equipment appears to be functioning properly. The patient was redirected to their healthcare provider to further address the issue and review recharge frequency concerns. Caller mentioned that their leads are in their face and the battery is implanted in their chest. Caller mentioned that the stimulation shakes their eyeballs (implant in chest with leads in the face) so they don't use it that often. Additional information was received from the patient on (B)(6) 2022. During another call, the pt mentioned information related to the issue in this case. The pt said their implant was slowing down and on its last leg. Pt confirmed the issue started this year and said at least 3 months ago. Pt said they talked with their hcp and had a replacement surgery scheduled for (B)(6). Pt mentioned a rep would be there as well.